Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the distal cover of a evis exera iii duodenovideoscope was lost during two different procedures with two different patients. The customer stated it is unknown why the distal cover fell off of the endoscope. The customer also stated the old version of the distal cover did not have such issues. In one procedure, the distal cover remained in the patient and was an emergency situation. No additional information is available. In the other procedure, the distal cover was recovered. No additional information was provided. This event includes 4 reports: patient identifier (B)(6) is for the lost distal cover (maj-2315) that remained in the patient. Patient identifier (B)(6) is for the distal cover (maj-2315) that was recovered from the patient. Patient identifier (B)(6) will be for the tjf scope where distal cover was lost and remained in the patient. Patient identifier (B)(6) will be for tjf scope where the distal cover was recovered from the patient. This report is for patient identifier (B)(6) for the tjf scope in which the distal cover was recovered from the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's investigation. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: a) the distal cover was attached inappropriately. B) the distal cover had cracks/pinhole. C) chemical solutions such as snit-fog agent adhered to the distal cover, which caused breakage of the cover. Since IFU (operation manual) states the following, the suggested event was seemingly preventable. Important information ¿ please read before use: precautions: - never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. - never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover and the endoscope. These products may cause cracks of the single use distal cover. If a single use distal cover with cracks is used, it may cause thermal injury due to electric current leaks when high-frequency cauterization treatment is performed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: 1. The facility educated or continuously educated its personnel about handling methods. 2. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) 3. The facility used care when attaching the distal cover, so that it does not crack. Furthermore, it was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their original packaging until time of use and stored in a product carton/trolley in a recommended environment (per the IFU.) Correction to d4, d8, h6, h8. Additionally, 3331 should not have been coded because the device history record could not be reviewed for the subject device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).